Event description:
The customer's daughter reported the customer received a reading of 170mg/dl on their freestyle freedom lite meter and self-dosed with insulin off of that reading, which resulted in loss consciousness. When paramedics arrived, they received a reading of 48 mg/dl and treated customer with glucose and food. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.